Event description:
A patient reported experiencing inaccurate erratic results using a lifescan meter. The patient's blood glucose results were 9.9, 7.7, and 3.4 mmol/l meter to lab. Tests were done within 20 minutes with a difference of 55%. Patient did not experience any adverse events. No further information has been reported.